Event description:
A customer reported that during multiple procedures, bubbles were observed inside the eye which obscured the surgeon's view. All the cases were completed without patient harm. Additional information has been requested. This is the first of three medical device reports for this facility.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. The customer's complaint history was reviewed for the period of one year; (B)(4). Three lot numbers were provided; however, it is unknown as to which lot is associated with this complaint. All three packs were built per specification. The root cause could not be determined at this time. (B)(4).